Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield tight and the 5th related complaint for needle hub separates on lot # 9343396. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, shield tight, needle hub separates) was captured and addressed investigation summary: customer returned photos of a 1/2cc, 12.7mm, 30g syringe with the poly bag from lot # 9343396. Customer states that shields are tight and when shield is removed the needle hub separates. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9343396. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). "On 11sep2020, (B)(4) received photo complaint, material #328466, lot # 9343396. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported that an unspecified number of bd insulin syringe with the bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328466 batch no. 9343396. On my most recent purchase of needles, I noticed that in each pack I opened, the physical needle assembly of at least one syringe for injection was detached from the actual syringe and plunger portion of the device. The syringes would be extremely tight inside the orange cap. Then, as I applied pressure by pulling to detach the cap from the needle portion of the insulin syringe, the needle and assembly would detach completely from the syringe leaving an exposed syringe with no needle on the end of it negating the sterility of the insulin syringe. Consumer called back from email reply. Informed / verified lot # this was two boxes with same lot number. Found at least 1 syringe with the issues listed in each packet from the two boxes. Discarded the samples. Sending 1 voucher.